Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17726492) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the powerflex extreme pta (.018 hp 40 4x2) catheter went up to about 5 atmosphere pressure (atm) before losing pressure. It was assume the balloon had a hole in it or some other defect. There was no reported patient injury. The device will not be returned for analysis.

Manufacturer narrative:
As reported, the balloon of the 4x20mm 40cm 0.018 hp powerflex extreme percutaneous transluminal angioplasty (pta) catheter went up to about five (5) atmosphere pressure (atm) before losing pressure. It was assume the balloon had a hole in it or some other defect. There was no reported patient injury. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis. A device history record (DHR) review of lot 17726492 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage¿ could not be confirmed as the reported device was not returned for analysis. The exact cause of the leakage reported could not be determined. Based on the information available for review, vessel characteristics (although not provided) and/or procedural/handling factors may have contributed to the leakage reported after inflation at the lesion since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.